Event description:
The pt had a cystoscopy with left ureteral dilation using a coaxial ureteral sheath, and a left flexible uroscopy and a left double j stent in 2009. The pt called the following month with complaints. A flexible cystourethroscopy and left double-j stent removal was performed eight days later. The pt called relaying that he was still having trouble. Seventeen days later, and abdominal xray was ordered to evaluate his left groin pain. A piece of tubing was noted on the x-ray. The pt was admitted the same day and taken to surgery the following day for removal of a piece of a guidewire - 4.8cm in length x 0.1 cm diameter-. The pt was discharged the following day, and scheduled for a routine 3 month follow-up. No adverse outcome resulted. Dates of use: 2009. Diagnosis or reason for use: to insert a double j stent.